Event description:
It was reported to philips that the system could not start up. The device was not in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system on site and identified that the fuse was burnt while replacing the dcps (direct current power supply) in another case. The fse recommended to replace the fuse. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.